Event description:
Attempted to insert a bard provena 4fr PICC catheter on a patient. The sherlock device was detecting signal while the PICC line was being advanced into the patient. The PICC tip was finally detected and showed that it was pointing up into the patient's (B)(6). No resistance was felt throughout the procedure however when the PICC line was retracted for repositioning, a "click" was felt. The procedure was then aborted, and the catheter was found intact, but the 3cg stylet appeared to be sheared off. A chest x-ray was immediately ordered and found a 2 cm portion of the 3cg stylet in the patient's right ventricle. FDA safety report ID # (B)(4).